Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited high impedance. The lead was removed and replaced. Patient was stable and no adverse consequences were noted.

Manufacturer narrative:
A partial lead (distal end) was returned in one piece measuring 39.0cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.